Event description:
It was reported that the patient underwent a surgical procedure for nonunion of femoral upper external face. The nail was already in place and the surgeon performed decortication and implanted rhbmp-2/acs. The patient developed inflammation on post-op day 10. Since that time, the patient has had progressive reduction of inflammation. No additional information has been provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.